Event description:
It was reported that during the ptca/stent procedure, the pixel stent failed to cross the lesion. When the device was removed, the stent was noted to have dislodged and remained in the left main. The separated stent was successfully snared from the pt. No pt effects were reported.